Event description:
Centrifuge optic bowl sensor reading failed to maintain at 150 threshold level as required by manufacturer. While pt undergoing extracorporeal photopheresis (single-needle mode) treatment, the cellex circuit was re-purged 2x without success; therakos was contacted by phone; both manufacturer tech support and ecp rn went through further troubleshooting measures without success. Transfusion medicine md at pt's bedside at this time examining pt. Proceeded to early buffy coat stage as whole blood processed reached 626mls (treated short vs. 1,000ml wbp goal). No pt complication after photoactivation and reinfusion of buffy coat.